Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post marketing vigilance led, an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. The reported condition for this incident was that the device would not open all the way while suturing. A pmv needle was loaded onto the subject instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded without difficulty. Difficulty was experienced in unloading the needle. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the bent bar. Replication of the reported condition is due to the pin lock not properly centered. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: jaws of the endostitch would not open. The following was done to try to fix the issue: squeeze the handle tight and pull back on green levers. Squeeze the handle hard and press hard on black button and push up. Did not open. Next, tried to retract back the green knobs then try to toggle to open the device. Device would not open. Continued to try all of these things several times with no success. The difficulty did not result in any tissue damage or patient injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. The surgeon was the operator. The device did not lock on tissue. There was no impact to the patient. The patient is fine.